Event description:
According to the complainant, during the procedure, multiple fluid loss alarms were generated. The patient appeared noticeably "fluffy" inside the cavity. The physician stopped the procedure and checked the cervical seal, which was fine. The physician proceeded with the heating phase a second time to the ablation cycle, but another fluid loss alarm occurred. The physician then aborted the procedure due to the possibility of a perforated endometrial lining, however a visual inspection did not reveal anything due to the cavity not being clear. The physician noticed a channeling where the dilators had channeled through the endometrial lining, but no perforation was visible. It was noted the patient had a small uterus. A hysterectomy was chosen for this candidate and performed in 2006. Patient's condition reported as feeling severe cramping ten minutes post procedure. Follow up confirmed the patient was kept for one hour for observation. Patient was given pain medication, toradol, and responded positively to the medication after five minutes. The physician stated that they are still not able to determine if a perforation actually occurred. There is no visible perforation during inspection. Patient is being monitored by the physician. A full recovery is expected.

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. A visual examination of the returned device revealed no anomalies. Further analysis found the device functioned properly. Root cause is unknown.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3116.